Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited variability in shock impedance measurements with some being greater than 125 ohms. There was no evidence of noise in the presenting electrocardiogram or in stored episodes. Boston scientific technical services (ts) recommended in office evaluation to investigate lead integrity. If no abnormal findings are observed ts would support monitoring the patient. No adverse patient effects were reported. The lead remains implanted and in service. Additional information received indicates that provocation testing was performed. No noise or inappropriate impedance measurements were created. The shock impedance alert threshold was increased from 125 to 150 ohms and the patient will be monitored.